Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo at the seal. A new one was opened and used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.